Event description:
Swelling of both knees [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis. The pt's medical history included gonarthrosis and osteoporosis. On an unspecified date, the pt initiated treatment with synvisc 2 ml injection. On (B)(6) 2011, the pt experienced swelling of both knees. The action taken with synvisc was not provided. The pt's outcome for swelling of both knees was recovering. Relevant concomitant medications were not provided. The intensity for the event of swelling of both knees was not provided. The reporting physician assessed the relationship between synvisc and swelling of both knees as probable. Add'l info was received on (B)(6) 2011, which made the case serious. On (B)(6) 2011, the pt initiated treatment with synvisc, 2 ml injection. On (B)(6) 2011, third dose of synvisc was administered. On (B)(6) 2011, the pt developed swelling in both knees. On (B)(6) 2011, she visited the hosp where aspiration of white opacity joint fluid of 35ml from right knee and 40 ml from left knee was performed. Synevyl was administered into the knees and cold pack and oral diclofenac sodium were prescribed. Therapy with synvisc was already completed. The outcome of the event of swelling in the knees was recovering. The outcome of the event of joint effusion was not provided. Concomitant medications included alendronate sodium hydrate, sodium hyaluronate and sodium risedronate hydrate. The intensity for the event of knee effusion was not provided. The relationship between synvisc and the event of knee effusion was not provided by the reporting physician. Add'l info was received on (B)(6) 2011, in which the pt's initials were updated from (B)(6).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.